Event description:
It was reported that during a laparoscopic esophagectomy procedure on the third firing there were skin tags left between the cutline and staple line. On the seventh firing the device stapled but did not cut. Another device was used to complete the case with no patient consequence. Also, a competitor's device was pulled to be used on the vessels.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.